Event description:
Subsequent to use on a patient, the device illuminated the service light indicating an error condition had occurred. Although the error condition did not impact care to the patient, it was determined to be indicative of a malfunction of the defibrillation energy deliver circuit.

Manufacturer narrative:
H6: medtronic replaced the device. Medtronic evaluated the device and found capacitor c160 on the therapy board was shorted. The capacitor was replaced then proper operation observed through functional and performance testing.